Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported by the dm via email on behalf of the customer -the physician dr. (B)(6) was using a short wire from olympus and placing a straight stent. The tech, (B)(6), separated the catheter to deploy and the wire had been pulled back off the device, but the stent did not release from the catheter ((B)(4)). This file is open to capture the stent damage noted in the lab evaluation ((B)(4)). 1. Did any unintended section of the device remain inside the patient¿s body? No. A. If yes, please describe. 2. Did the patient require any additional procedures due to this occurrence? No. 3. Did the product cause or contribute to the need for additional procedures? No. A. If yes, please specify additional procedures and provide details. 4. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 5. Has the complainant reported that the product caused or contributed to the adverse effects? No. A. Please specify adverse effects and provide details. 6. Was the patient hospitalized or was there prolonged hospitalization due this occurrence? No.

Manufacturer narrative:
Device evaluation: (B)(4) unit of unknown lot number of unknown clbs was returned opened not in its original packaging under (B)(4). With the information provided, a physical examination and document based investigation was conducted. This file is related to (B)(4) which captures the stent not releasing from the catheter at deployment. The device involved in the complaint was evaluated in the laboratory visual inspection: stent, introducer, guiding catheter and pushing catheter returned, inner wire exposed on pushing catheter, hub of guiding catheter is compressed, stent damaged/cracked on the tapered end. Functional inspection: n/a manufacturing records: manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause is that excessive force was applied by the user to overcome the resistance that was encountered which resulted in the stent sustaining damage on the tapered end. This is indicated by the answers to q.21 and q.25 of the additional information which stated that there was resistance encountered when advancing the introduction system and stent to the target location. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, stent damaged/cracked on the tapered end. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause is that excessive force was applied by the user to overcome the resistance that was encountered which resulted in the stent sustaining damage on the tapered end. This is indicated by the answers to q.21 and q.25 of the additional information which stated that there was resistance encountered when advancing the introduction system and stent to the target location.

Event description:
Supplement report being submitted due to the completion of the investigation on 13-mar-2024